Event description:
It was reported that the helix did not extend during the attempted implant. The lead was not used. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleevehead), there was blood in/on the helix mechanism, there was a tip seal observation, and the lead appeared damage at implant. The analyst noted the helix extends and retracts within product specification.